Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/02/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. No data logs were available to review. The reported allegation of loss of connection was undetermined. The probable cause could not be determined. No additional event or patient information is available.